Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an meniscal repair a truespan meniscal repair system plga 12 degree had a failure but they could not tell reporter what happened. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The sleeve was cut to see the internal condition; as a result, the implants and suture were not received along with the needle. Also, it was observed that the sleeve was damage. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. This type of issue was reviewed before with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant not be deployed as intended which could cause stuck. When attempted to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. For the damage in the sleeve, the root cause is attributed when is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. However, given the information provided we cannot discern a definitive root cause for the reported failure. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep in (B)(6) that during a meniscal repair procedure on an unknown date on (B)(6) 2021, it was observed that the truespan meniscal repair system plga 12 degree device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the sleeve was damaged and the initial part of the trigger was broken and disconnected from the firing spring. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.